Event description:
It was reported that the stryker hip was implanted on (B)(6) 2007. It is alleged "the patient began to experience pain in his right hip and had the hip removed in (B)(6) 2010."

Manufacturer narrative:
The information in this report was provided by the patient's attorney. No additional information is available at this time. The devices are not available due to the ongoing litigation.